Event description:
It was reported that the patient presented for a routine device change out and lead replacement procedure. While explanting the right ventricular (rv) lead, tt was noted that the slack on the right atrial (ra) during the procedure. The ra lead was explanted and replaced. The patient was in stable condition.